Manufacturer narrative:
Device hardened during insertion; device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The lot number provided could not be verified; therefore, further investigation cannot be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 3cc norian drillable was mixed in a rotary according to the instructions. While attempting to transfer the material from the rotary mixer to delivery syringe only a very small amount would go into the syringe. Less than 0.05cc of the norian was approximated to have been transferred to the delivery syringe after several failed attempts. A 5cc norian drillable was used instead to complete the procedure. The temperature sensor on the norian product was not triggered. Reportedly the norian material became as hard as a rock during the transfer process. The surgery was delayed five minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was completed: dsm biomedical manufactured the norian drillable inject, part number 07.704.003s, and lot number dsb6443. The supplier¿s certificate of compliance indicates the parts met all required specifications. The lot was inspected and conformed to synthes incoming final inspection sheet. No non-conformance reports were generated for this lot.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.